Manufacturer narrative:
The pod was returned to the manufacturer for evaluation. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. No signs of corrosion or debris were discovered in the pod to cause an electrical short, so the root cause of the hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Investigation of the device revealed there was a leak resulting from a damaged cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 17.1 mmol/l (309 mg/dl) while wearing the pod for 72 hours on the leg. The pod alarmed after deactivation. No further information was provided.